Manufacturer narrative:
The reason for this revision surgery was reported as a loose stem and possible infection. The previous surgery and the surgery detailed in this event occurred 2.2 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were non-conforming material reports, ncmr # 35383; item: 530-08-108 lot# 406t1095; lot quantity-15, sample quantity-0, reject quantity-15, failure code-d6 - profile out of tolerance, cause code-fx03 - process, revision found-b, defect description-coating doesn't fall within profile, lmc (.025 a) @ s2a2, specification requirements-coating falls within profile (.025 a) @ s2a2, disposition-rework, justification- additional machining may affect relationship of profile to datum -a-, therefore, parts will be inspected again for this discrepancy. See manufacturing engineering section for rework steps. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to a loose stem and possible infection. There were no findings during this evaluation that indicate the reported devices were defective or was the source or had a direct connection with the patient's infection. No information was submitted with the complaint regarding any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - patient fractured her humerus so stem got loose and possible infection. Took all original implants out.